Event description:
It was reported that there was downstream occlusion seal degradation found before the infusion. This issue was not related to physical damage or abuse. There was no delay of therapy. There was no reported customer damage. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause was the dso seal. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.